Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: d164vwc, implantable cardioverter defibrillator (ICD), (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated a lead impedance out of range alert and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter.

Event description:
It was reported that the right ventricular (rv) lead showed intermittent noise and oversensing. Programming options were discussed. The lead remains in use. No patient complications have been reported as a result of this event.